Event description:
It was reported that a drop in r-wave amplitude and a decrease in pacing lead impedance were observed. The patient received inappropriate shocks. Fluoroscopy showed an l shape bend in the rv lead. It was noted that the patient complained of a stabbing pain. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported late.